Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the left internal mammary artery to the left anterior descending artery graft. Two guide wires were used to access the artery, a balance middleweight guide wire and a whisper guide wire. Predilatation was performed with a 2.0x20 mm trek balloon and an attempt was made to cross with the 2.25x15 mm xience nano stent delivery system (sds); however, it would not cross. Additional predilatation was performed on the lesion with a 2.0x8 mm trek balloon and an attempt was made to cross the lesion with a 2.25x8 mm xience nano sds; however, this also failed to cross. At this point, guide wire torque transmission of the whisper guide wire did not feel correct and on angiography the guide wire was observed to have separated. A snare device was used to capture the separated segment of the guide wire and it was able to be pulled to the level of the leg; however, could not be retrieved any further. The separated guide wire tip, approximately 40 centimeters remains in the periphery; however, the patient is reported to be well post procedure. No other information was provided.

Manufacturer narrative:
(B)(4). Dil cath: rx trek 2.0x20 mm, 2.0x8 mm. Guide wire: balance middleweight. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.